Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user announced incorrect meal sizes when announcing low-carb meals, leading to maladapted meals. A factory reset was completed without issue. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem was identified related to improper or incorrect procedure or method with relevance to the user interface, and the device component functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.